Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient developed cellulitis of the scalp as a result of deep brain stimulation (dbs). The implantable neurostimulator (ins) and the lead were removed to allow the skin to heal. They were replaced using a parietal approach because the skin was too thin for a frontal approach. A different model of leads was used due to the different trajectory. Further information has been requested and if received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).